Event description:
During impella cp the patient experienced device in wrong position. During mfield representative's instructions for optimizing the position, the field representative noticed that the peel-away sheath was still stuck in the groin. They explained the problem in detail, pointed out the risks and highly recommended to change pump or escalate. No further information was given on the issue.

Manufacturer narrative:
Wrong position: the cause of the device in wrong position was most likely use issue related since the peel-away sheath was not removed and not changed to repo-sheath.